Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -patient received a dilation. -device explant due to moderate dysphagia occurred on (B)(6) 2017. -it was observed that the device was embedded near the crura at explant. -patient "doing well" as of (B)(6) 2017.